Manufacturer narrative:
Philips has investigated this complaint. Per information collected, the system was outside of clinical use. This case is created only for the replacement of amc drive, as detailed in a separate work order. No malfunctions have been reported regarding this issue. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no malfunction as this complaint is created only for parts replacement. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that there was a problem with the geometry movement. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.